Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) took their heart rate through an automated machine which yielded a heart rate of 52 beats per minute. It was reported that the lower rate limit was programmed at 60 beats per minute. The patient also checked their heart rate by counting their pulse for one minute. The patient was referred to their physician. No adverse patient effects were reported.